Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated it worked for about the first two months and loss therapy. Patient stated that previously she had a prolapse, has a mesh and then afterwards had another relapse after the implant. Patient stated that the hcp walked out of the room, no reprogramming and stated that she played with it too much. Patient stated that implantable neurostimulator (ins) felt different because it was round and now two pieces at the end and raised about 4 months ago. Patient had it checked once and was told it was fine. The patient reported that there were having pain at the ins site. The patient stated that her left arm and left leg get numb and she could not pick up her left leg until she falls. Patient wanted to have the device removed. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.